Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with enterocele and paravaginal repairs, bilateral sacrospinous fixation, extraperitoneal vaginal colpopexy; due to pelvic organ prolapse, cystocele, stress urinary incontinence, enterocele and chronic cystitis. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent vaginal vault prolapse repair, polypectomy and mesh revision with excision on (B)(6) 2012 due to mesh erosion/exposure, recurrent stress urinary incontinence and vaginal bleeding. It was reported that patient underwent injection of coaptite on (B)(6) 2007 due to continuous stress urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.